Manufacturer narrative:
The biomedical engineer (bme) reported that the g7 screen froze. They disconnected the ac and removed the battery to get it to shut down. Then they put the battery back in and reconnected ac power, and they unit rebooted and is working ok now. There was no harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the g7 screen froze. They disconnected the ac and removed the battery to get it to shut down. Then they put the battery back in and reconnected ac power, and they unit rebooted and is working ok now. There was no harm reported.

Manufacturer narrative:
**UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from csm-1702 to nihon kohden life scope g7 bedside monitoring system. D4 additional device information / model #: corrected the model # from csm-1702 to cu-172r. D4 additional device information / catalog #: corrected the catalog # from csm-1702 to cu-172r. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a. Additional information: b4 data of this report g6 type of report h2 if follow up, what type?

Event description:
The biomedical engineer (bme) reported that the g7 screen froze. They disconnected the ac and removed the battery to get it to shut down. Then they put the battery back in and reconnected ac power, and they unit rebooted and is working ok now. There was no harm reported.

Event description:
The biomedical engineer (bme) reported that the g7 screen froze. They disconnected the ac and removed the battery to get it to shut down. Then they put the battery back in and reconnected ac power, and they unit rebooted and is working ok now. There was no harm reported.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the g7 screen froze. They disconnected the ac and removed the battery to get it to shut down. Then they put the battery back in and reconnected ac power, and they rebooted the unit and then was working. The customer requested the logs to be pulled for further investigation as to why this had occurred. There was no patient harm reported. Investigation conclusion: the logs were analyzed by nkc for the cu-172ra device. Nkc has confirmed there were consecutive touch responses on the screen. Additionally, the logs show a continuous touch response from multiple responses. Meaning there was more than one person trying to activate the touch screen at the same time or other contributing factors could also be interfering as a continuous touch response. When this occurs no finger touch would be accepted. Occurrence factors: the following factors may cause continuous touch response: · the touch panel was not calibrated · foreign objects are touching the display surface (example: cables, residue from cleaning agents) · noise-generating equipment or environment is located near the monitor. For example, noise from the power supply (3-pin and 2-pin devices are powered by the same tap). · noise from the touch panel module failure or radiation noise from the monitor itself prevention of occurrence: take the following measurements · calibrate the touch panel · check display surface for foreign objects and remove them · after cleaning the monitor, wipe off excess water · check the power supply area of the equipment and correct any problems · perform troubleshooting steps provided in the instruction manual if the above does not correct the problem, the equipment may be malfunctioning and should consider replacing the or repairing the touch panel module or replacement of the product. The customer was using a screen protector on the device which can cause debris, cleaning agents and other chemicals to build up around the screen protector and cause the touch screen to not react to touch appropriately. We were unable to confirm the reported issue. A definitive root cause could not be determined. As a result, the customer was able to reboot the unit and the unit began working as intended. There have been similar investigations with similar reported issues. Results, the customer must ensure they are rebooting their devices quarterly to ensure bugs and glitches are cleared, calibrating the touch screen and ensuring no debris, cleaning agents or chemicals are building up on the screen protectors or screen itself. We have also identified several potential causes of touch screen related issues, which are not limited to, and explained in further detail below. Touch key issues occur when the touch position does not match the activated position, or when touch functionality fails. Touch key response may also vary per user and may be affected by dirt, debris or residual cleaner on the screen. Users should note that though the touchscreen has been designed to function for users wearing medical gloves, multiple gloves or other coverings may impede touchscreen's functioning. Possible causes of touch key/screen not properly responding could be touch screen not properly calibrated, foreign object or fluid between the touch screen and front panel (bezel edges), edge protection rubber is not properly attached to the touchscreen, main digital board failure, touch screen failure, physical internal or external damage or wear and tear as the device ages. Calibrating the touch panel if the touched location is different from the location that actually operates, align the touched location to the correct position (by calibrating the touch panel). Cursor moves or window opens although the touch panel is not touched: · the touch panel is dirty or there are water droplets on the screen. Clean the touch panel. Refer to "cleaning, disinfection and storage" in section 4 of the operator's manual. · the bedside monitor is malfunctioning due to too much noise from the power source or other surrounding devices. Connect the equipotential terminal (with the mark) on the core unit and the ground terminal on the wall with an optional equipotential grounding lead. Refer to "equipotential grounding" in section 1 of the administrator's guide. A serial number review of the reported device ((B)(6) (g7), serial number (B)(6)) does not reveal additional related complaints. Complaint history review of the customer's account does not reveal trends for similar complaints. The following fields are not applicable (na) to the MDR report: b2 d4 lot number & expiration d6a - d6b d7b d10 concomitant medical device f1 - f14 g4 device bla number g5 g7 h2 h7 h9 the following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. A2 - a6 b6 - b7 attempt #1 10/11/2023 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient information as requested. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.